Event description:
It was reported that at device change-out, an externalized conductor was noted via fluoroscopy. All electrical measurements were normal. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.